Event description:
It was reported that the pt experienced increased pain. At refills, the pump had more drug than it should have. A rotor study revealed that the pump rotor did not turn and the catheter was occluded. A catheter dye study showed the catheter was displaced. The system was replaced. The pt recovered without sequela. The medications being delivered via the device system were baclofen and morphine sulfate.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.